Manufacturer narrative:
Findings: pump received with cracked/bleeding lcd glass and a deep scratched case at back pump on battery tube. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The location of the crack is on the lcd screen of the device. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.